Manufacturer narrative:
Corrected data: d4 (UDI#), e1 (address, phone# and city).

Event description:
N/a.

Manufacturer narrative:
Updated fields (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced frond end board (0670-00-1164). The touch panel was not responsive so fse replaced the touchscreen assembly (0160-00-0123). The unit passed all functional and safety tests and was returned to the customer. The failure analysis and testing department received part number: 0160-00-0123_c touchscreen serial number: (B)(6) and part number: 0670-00-1164_b. Front-end board serial number: (B)(6) with a reported unit failure of external input unit was damaged during transportation. The failure analysis and testing dept. Performed a visual inspection of the parts received and found that all the parts are in good condition. However, a piece of metal fells down from ECG external input port j1. The failure analysis and testing dept department installed part number: 0160-00-0123_c touchscreen serial number: (B)(6) and part number: 0670-00-1164_b serial number: (B)(6) front-end board in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure 0002-07-d016 rev e and cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department could not verify the reported failure. Retaining the touchscreen in the fat dept. Per procedure number 0002-07-d008 rev. Ar. Sending the front-end board to the supplier for further analysis per procedure 0002-00-d008 rev.ar. Failure analysis received from the supplier for the part. Please see attachment. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient while transporting, the cardiosave intra-aortic balloon pump (iabp) external input unit was damaged when it was hit. There was no health damage reported.